Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer, liver, lung, and kidney problems. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto bipap device. The manufacturer received information alleging lung cancer, liver cancer, kidney cancer and death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed. In this report, box a, b, d, h has been updated/corrected.

Manufacturer narrative:
Device evaluation has been completed, the following fields has been updated. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging lung cancer, liver cancer, kidney cancer and death. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was not observed. Product investigation laboratory confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool). There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. An unknown contaminant was observed on the top enclosure and bottom enclosure. A dust-like contaminant was observed on the front panel, rear panel, bottom enclosure, inside the inlet of the blower box, blower, blower seal, and blower box. Hair-like particles were observed on the bottom enclosure. Product investigation laboratory was not able to confirm the complaint, or address the symptoms specified. In box d: device avail for eval, date returned has been updated. In box h: device evaluated by mfg., device problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.